Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/10/2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges that yielded a suspected discrepant lactate results on a (B)(6) year old female patient. There was no patient information available at the time of this report. Method: I-stat, result: 8.0 mmo/l, sample: a. I-stat, 1.8 mmo/l, ni. Collect and test times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.